Event description:
A customer reported that the uom setting of their freestyle meter changed. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. It was confirmed that the meter operated correctly by button operation, but showed battery/booklet icons. The battery voltages were measured and found to be 3.04v. When factory-retained sample test strips were inserted, the meter showed error 3 and battery/booklet icons with 10 strips. The unit of measure can be changed from mg/dl to mmol/l even though the meter was supposed to be locked. Customers and retailers have been informed through the fa 05/16/06 letter.